Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Per kovac et al. (Corr 2019), allegedly revised due to periprosthetic fracture.